Manufacturer narrative:
Concomitant medical products: product ID: mc1vr01-delsys, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was attempted multiple times but could not get acceptable thresholds. A transvenous system was implanted the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.